Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that log files were being sent to the MFR for review due to the pt experiencing hemolysis. It was noted that the pt has been non-compliant with coumadin dosing. Plans are to monitor pt on heparin gtt. Additional information received 5 days later indicated that the pt's pfhgb is elevated and creatine is increasing. Pt being treated with coumadin and heparin.

Manufacturer narrative:
The pt remains on going with the imp;anted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.